Event description:
It was reported that a flo-gard infusion pump had an f-1 alarm. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). The device was serviced on-site by a field service technician. The device was visually inspected, power on self-test was performed, and the alarm log was reviewed. During device evaluation, evidence of the reported f1 alarm could not be found, however the device evaluation identified an f38 alarm. The f38 alarm was found within the alarm log of the device and was duplicated during evaluation. The cause of the f38 alarm was found to be force sensing resistors (fsr) which were out of specification. In order to correct the condition, the fsr were replaced. The device was serviced and restored to a good working condition. Should additional relevant information become available, a follow-up MDR will be submitted.